Event description:
The pt reported that when he removed the infusion site form his skin there was no cannula attached to the headset. He assumes the cannula is in his body but is unable to locate it. He experienced elevated blood glucose (value not provided). Further attempts to reach the pt to gather additional information were unsuccessful. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. No product will be returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.